Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report. Corrected field: d9.

Event description:
The customer reported connection issues. There was no harm or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed inside the j-tube (water jet channel). This report is being submitted for the malfunction found during device evaluation (foreign material inside j-tube).

Manufacturer narrative:
In addition to foreign material, service found the control unit, the grip, the switch box, the air/water cylinder, the suction cylinder, and the knobs were discolored. The switch button, the light guide cover glass, the plug unit, the circuit board unit in the scope connector, the scope connector cover unit, the scope connector case, and the cable unit were corroded due to water leakage. The insulation resistance value at distal end was out of specification due to burnt plastic distal end cover, the image was partially dark due to scratch on the objective lens, the bending angle in up direction was out of specification due to worn angulation wire, the object lens was scratched, and the light guide lens was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.